Event description:
It was reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no adverse consequences, and no medical intervention.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the cable was damaged. This may cause the reported event. The cable was replaced. Components were replaced cleaned, lubed and adjusted as part of preventive maintenance. The drill was returned to the account after passing final inspection.

Event description:
It was reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no adverse consequences, and no medical intervention.